Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "close door" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door hooks were out of adjustment. The door hooks requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed close door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11: a review of the event history log identified 'shut door - power off' messages as evidence of the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted.